Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The root cause cannot be determined. The instructions for use (IFU) identifies thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that the fred was implanted on (B)(6) 2020 as treatment for an unruptured anterior communicating artery aneurysm. The fred performed as expected and was placed in an optimal position in the vessel. There were no patient or device complications during the procedure. Follow-up angiograms were taken up to 30 minutes post-procedure, and there did not appear to be thrombus in the vessel or within the stent, or evidence of a bleed. On (B)(6) 2020, CT imaging demonstrated thrombus within the stent. The patient was taken to the cath lab and the clot was treated and resolved. It was reported that the next day the patient had a bleed and was taken to the operation room. The following day, the patient expired. The cause of the patient's death is unknown.